Event description:
It was reported that a physician performed a myosure for uterine tissue removal procedure on (B)(6) 2014. " the doctor dilated the cervix, inserted myosure classic scope and immediately stated they were in the abdomen". The procedure was aborted. No intervention was required and the patient was discharged home.

Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was conducted for the myosure hysteroscope. There was no reworks or observations noted at time of manufacture. (B)(4).